Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that the patient experience that 4-infusion set were fell off during use. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.